Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event capsular contracture was received on september 23, 2025 lot number 3512199. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Clarification for b3. Date of event: december 2024.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii" confirmed via physical examination. Device has been explanted and replaced.